Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the ICD identified an arc mark on the device case. Review of device memory found a shorted lead fault was recorded on (B)(6) 2015 after a 31 joule shock was attempted. The 31 joule shock resulted in a shock impedance measurement less than 20 ohms. A second shock was attempted and the device battery status moved to end of life (eol) due to long charge times. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the 31 joule shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the second high voltage charge attempt caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had reached battery capacity depleted and a manual capacitor reformation could not be completed. Additionally, a message was displayed indicating a charge time out occurred. The patient reported they had heard a pop, but it was unknown if they had received a shock. Boston scientific technical services (ts) discussed a possible shorted lead condition. Device and lead replacement were recommended. This device was explanted and replaced with another manufacturer's device. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.